Event description:
The facility reported a colleague infusion pump with a malfunction of channel c failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it was known to have occurred in the intensive care unit. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "channel c failure" was neither confirmed nor duplicated during product evaluation. The reported problem is in an undetermined group code and there is evidence that the ancillary problem of fc 814:04 occured on the reported occurrence date. Therefore, the assignable cause was determined to be a defective pump head module (phm). The condition was resolved by replacing the phm. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.